Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call the insulin pump had a prime rewind anomaly. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer¿s mother reports after priming the insulin pump goes back to rewind. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump motor function properly and no rewind anomaly noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected prime/fill anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.